Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The reported device was confirmed to be a probe, sharp straight. P/n 110810, lot 19110117. Review of the device history records indicate 100 devices were manufactured and accepted into final stock on (B)(6) 2017. No non-conformances were identified during inspection. Dimensional inspection was not completed as the item has been used and the dimensions and tolerances on the print are no longer an accurate representation of the part. A review of complaints related to p/n 110810, lot number 19110117 shows 1 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). The bent tip was confirmed and the sharp probe failed to report probe check values under 1.0 mm using different end effector arrays. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. A review of stryker¿s nc/CAPA database indicated there has been an nc and CAPA associated with the product and failure mode reported in this event. (B)(4).

Event description:
Doctor complains that the probe tip has a small ¿burr¿ on it that often catches on the patients soft tissue and on his glove. Patent was in the room. Tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Doctor complains that the probe tip has a small ¿burr¿ on it that often catches on the patients soft tissue and on his glove. Patent was in the room. Tka case.